Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist reported on (B)(6) 2018 that there have been no further reported issues. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 504 mg/dl and the cause was not known. The contact performed their own system check and observed insulin exiting from the tubing. There were no alerts or alarms declared. The customer changed out the pump supplies. The customer was treated in the emergency room (ER) with a correction bolus of 11 units via the pump and then intravenous saline when the bg had not lowered. After 5 hours, the customer left the emergency room (ER) feeling fine, but tired. Bg was 374 mg/dl. The customer was prescribed 7 days of medication and 2 days of insulin injections as advised by the healthcare provider. The contact declined tandem technical support's offer to troubleshoot.